Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited noise that was oversensed and led to pacing inhibition with greater than two seconds of asystole. Additionally, one high out of range pacing impedance measurement greater than 2000 ohms was observed and a revision procedure was performed to resolve these observations. During the revision this rv lead was surgically abandoned and replaced but the noise persisted when the new lead was connected to the pacemaker. The pacemaker was also replaced and the noise resolved. No additional adverse patient effects were reported.